Event description:
Complaint alleged that the right siderail controls were not working. No alleged injuries reported by the account.

Manufacturer narrative:
Technician found bed in ICU storage area. The right siderail controls were not working. The service required led was flashing. Found: fluid leak on the right caregiver pc board. Replaced the right caregiver pc board to resolve issue.